Event description:
It was reported that during the changeout procedure for therapy upgrade of this patients cardiac resynchronization therapy defibrillator (crt-d), this right ventricular (rv) lead was examined and found to have an increase in its capture threshold measurements, so it was capped and surgically abandoned, with a new rv lead implanted. No additional adverse patient effects were reported.